Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed and was determined to be use-related. Two 0.018 in. Nitinol guidewires were returned for evaluation. An initial visual observation showed use residue on the returned samples. The coiled wire of one of the guidewires was observed to be unraveled and both the coiled and core wires were observed to be broken. The distal weld tip of the guidewire was observed to be missing and was not returned. No damage was observed on the other guidewire. A microscopic observation revealed the break site of the core wire was slightly curved and tapered. The fracture surfaces of both the core wire and the coiled wire were observed to be flat and granular in texture. The fracture features observed on the returned guidewire are indicative of failure caused by excessive tensile forces such as withdrawal of the guidewire against the needle bevel. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information 06/04/2025: it was reported the tip of guide wire is damaged (teared).

Event description:
It was reported that the catheter tip is deformed (stretched). Incident occurred before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.